Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose of 400 mg/dl. The customer¿s current blood glucose value was 332 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with manual injection. Auto mode feature was activated at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No further complications were reported. The device will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked retainer, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked select button keypad overlay and keypad overlay texture damage. Pump received with constant critical pump error (open book) and unsuccessful to download to crest. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book). Pump was cut open to perform visual inspection and found moisture damage on the pcb 1, motor and force sensor. No moisture damage on the pcb 2. The force sensor offset measured within spec range during testing (22.1 mv). The original pcb 1 was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and no constant critical pump error occurred during testing. The original pcb 2 was installed in a test pcb 1, case, internal battery and motor. Powered the pump on using the battery simulator and a constant critical pump error occurred during testing. Pump received with constant critical pump error (open book image) alarm and unable to download to crest, problem isolated to the pcb 2. Unable to verify customer alleged for high bg. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Missed/corrected description: customer was in emergency room. Customer's blood glucose was 700 mg/dl. Customer reported symptoms at the time of hospitalization such as confusion, feeling sick or unwell. Customer was treated with intravenous insulin drip.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed/incorrect in the initial report. The missed/corrected information has been provided in section b5, h6 under health effect - clinical code and health effect - impact code with this report.